Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trigger considering the following event is identified: aseptic loosening/disassociation. Event summary: it was reported that patient was implanted with revitan prosthesis on (B)(6) 2011 and revised due to implant fracture on (B)(6) 2018. Review of received data, review of undated x-rays: pelvic overview: medial tipping of the proximal part of the prosthesis. Radiolucent area is visible at the top of the proximal region of the distal stem part, possible lateral bony boundary line of the proximal part of the prosthesis. Left hip ap-view: the proximal cerclage seems to cut the corticalis medially, tilting the proximal part of the prosthesis by approximately 14 degrees. Left hip second view : radiolucent area over almost 2/3 of the proximal stem part on the antero-medial side and dorsolateral. Photos of the explanted revitan stem is received. It shows that the modular pin is not broken, however, dislodged itself from the distal stem part. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The product combination was approved by zimmer biomet. Surgical technique is not reviewed as no surgical reports were received to confirm whether the st was followed or not. Conclusion summary the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). There are 3 x-ray images without date, a pelvic overview and one x-ray of the left hip in ap- and second view. Radiologically there are evidence of a failure of the modular connection, the proximal part of the prosthesis is tilted to medial. The morse taper appears tipped on the distal anchorage, a fracture of the connection pin can not be determined with certainty. On the available x-rays it can be observed that a radiolucent area is visible on the medial side of the distal half of the proximal stem part and at the top of the proximal region of the distal stem part which could probably suggest a sub-optimal proximal bone support. Additionally, a slight radiolucent area is visible on the lateral side of the proximal part of the stem. However, there is no entire x-ray follow-up available that would allow evaluating the bone situation around the revitan stem and possible changes over time in vivo. Additional photographs of the explanted revitan prosthesis are available. Photos show that the pin is not broken, however, it is dislodged from distal stem. Based on the given information and the results of investigation the complaint could be confirmed. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: revitan proximal part, cylindrical, uncemented, 55, taper 12/14; catalog# 0100402055; lot# 2554612. Revitan conical nut; catalog #0100405000; lot# unknown. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient implanted on an unknown side and underwent revision due to implant fracture.

Event description:
Please refer to report 0009613350-2019-00010.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).